Event description:
During a procedure for a hysteroscopy, endometrial ablation and tvt sling, the minerva handpiece device gave an error code. The device was ablating for about 40 seconds inside the patient when it stopped and the error message was a red bar that said "002". The device was immediately removed from the patient. A representative was called from the number on the side of the minerva machine and the provider was instructed to open a new device and the machine will pick up where it left off, which it did. The rep explained the error code is from an issue with co2 exchange within the device and he will replace the device. No harm to the patient. The handpiece was accidentally thrown away, but lot number was saved.